Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during a patient use event, the device gave the "pads not recognized" notification repeatedly. The patient outcome is unknown.